Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported by the patient¿s mother that the patient experienced skin irritation at the pod¿s infusion site (arm) and hyperglycemia while using the device. The patient¿s blood glucose levels were reported to have increased to 28.8 mmol/l, (518 mg/dl), while the controller indicated an ¿urgent low¿ reading that was inconsistent with fingerstick measurements. The patient exhibited symptoms including pallor, lethargy, stomach discomfort, and feeling unwell. Due to these events, the patient was taken to the (B)(6) hospital on (B)(6) 2026, where the patient was monitored for 5 hours. The treating physician reported that the patient was near diabetic ketoacidosis (dka) and prescribed paracetamol; insulin was administered via injections, and the patient was later fitted with a new pod. The pod was removed prior to seeking medical attention due to elevated glucose levels and infusion site irritation, which was described as irritated following removal. The patient was discharged the same day with reduced ketones. No further information was provided.